Manufacturer narrative:
Revision occurred after 4 months due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 16 weeks after the prior revision surgery, which occurred on (B)(6) 2025 and was recorded in per 25-369, with the primary fx case unable to be located. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. A glenosphere of unknown reference number and a 36 mm + 6 humeral stability cup were explanted. These items were replaced with a 40 mm eccentric glenosphere, a 40 mm + 3 humeral stability cup, a 9 mm spacer, and 3 screws.